Event description:
After completion of procedure (insertion of vascular port) a chest xray was performed. Results suspected retained foreign body. The zipwire used in the case was retrieved and inspected. When compared to a new (unused) zipwire, it was noted that a very thin part of the coating was missing. The patient was returned to surgery and an approximately 15 cm piece of the guidewire was retrieved. FDA safety report ID# (B)(4).